Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a reconstruction of lateral collateral ligament of knee joint, the biosure screw could not be implanted. The surgeon tried, but he could not screw it in. He broke two tendons and gave up screwing. They use a button of s&n to complete the procedure. Not a significant delay was reported. No other complications were reported. Outcome of the patient is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the screw had significant deformation. The distal end had been flattened, and on the proximal end there were indentations indicating the use of pliers or graspers on the threads. There was significant debris. An analysis of the customer provided image confirmed the product information. There was debris on the screw. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.